Manufacturer narrative:
Additional information: cause of death was reported as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot# updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad. 2 days post procedure patient died. No action was taken. Investigator assessed the event as not related to the anti-platelet medication or index device.